Event description:
It was reported that during a supply change for an ilet system, the teflon infusion set applicator deployed incorrectly, requiring insertion of another set and guidance to perform the pump rewind and tubing fill. Insulin delivery was then resumed, and subsequent blood glucose was reported high. Symptoms included hyperglycemia peaking at 401 mg/dl. Outcomes included no hospitalization and continuation of therapy after troubleshooting and education. Investigation included user support troubleshooting and education. Investigation of this case revealed improper deployment of the teflon infusion set and need for correct reconnection and priming steps. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set application and setup.